Manufacturer narrative:
Device evaluation is still pending. When the device evaluation is complete, a supplemental will be submitted.

Event description:
Through the implant patient registry, it was learned that a patient underwent re-do aortic valve replacement to remove his bioprosthetic aortic valve which was implanted for 11 years and 11 months due to severe aortic stenosis, degenerative and calcified. The valve was found degenerative, the noncoronary cusp was found torn. The rest of the leaflets were found calcified. The valve was reported to be rock solid. The explanted device was replaced with a 23mm edwards valve. The patient was transferred to the intensive care unit, hemodynamically stable. Patient was discharged on post operative day four in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Device evaluation: x-ray demonstrated heavy calcification on all three leaflets, commissures 1 and 2 bent, and wireform intact. Calcification caused leaflets to become stiff and restricted the mobility of leaflet 3, which likely contributed to the reported stenosis. Leaflet 1 had a cut section of 9mm x 10mm. Leaflet 2 had a cut section of 9mm by 5mm. The cuts had a smooth and even edge; cut fragments were not returned. Leaflet 3 had a 7mm tear near commissure 3. Calcification was evident at the tear region. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. The wireform was exposed on commissure 3. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer report of stenosis and calcification was confirmed. Calcification caused leaflets to become stiff and restricted the mobility of leaflet 3, which likely contributed to the reported stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.